Manufacturer narrative:
See investigation memo attached.

Event description:
Allegedly, patient was revised due to metal on metal complications of his left hip.

Manufacturer narrative:
Updated patient codes.